Event description:
Customer reported that the 840 ventilator was inoperative while in use on a pt. There was no pt harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recharged the battery. The unit passed extended self-testing.